Manufacturer narrative:
DHR was reviewed and no anomalies were identified.

Event description:
It has been reported that after the screw was placed, the screw head would not move freely. Physician decided to remove the screw and replace it. Patient outcome: no adverse effect reported as a result of this event.